Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 12 pm with a high blood glucose level of 590 mg/dl. The customer felt symptoms of vomiting, thirsty, and dry mouth. The customer was treated for their blood glucose with IV fluids. The customer mentioned that they had a bent cannula that caused the high blood glucose levels. The customer stated they had trouble with their sensors sticking to the body. The customer was sent new serters. The customer did not return the product back for analysis.